Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was recommended for replacement.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There is no report of patient involvement.

Manufacturer narrative:
The initial MDR 2112667-2016-01720 was filed in error. It was a duplicate of MDR 2112667-2016-01681.